Event description:
It was reported that the patient underwent an open heart valve repair procedure. During cautery use, the right ventricular (rv) lead began oversensing noise and the patient received an inappropriate shock. It was further reported that thresholds on the rv lead were varying after the procedure. Impedance and r- wave measurements were unchanged. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 5076 implantable pacing lead 2007 (B)(6).